Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the clinically observed safety mode was confirmed. An external visual inspection of the device noted no irregularities to contribute to the failure mode. Data review showed the device had not declared ert (elective replacement time) prior to explant: battery status when received was in beginning of life. Memory review confirmed the device recorded a mismatch fault and reverted to safety mode with limited programmability, in which single chamber pacing and defibrillation therapy were available. Engineers were able to revert the device from safety mode and further testing was unable to reproduce the same clinical observations. The device case was then opened: no product abnormalities were observed. Laboratory analysis was not able to duplicate the clinally observed field observation during testing and detailed analysis revealed no product anomalies. The oscillator mismatch and resultant operation of the device in safety mode, may have been the result of high energy external interference however, this cannot be confirmed. The cause of the safety mode operation is undetermined.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during a routine follow-up, this device exhibited a safety mode operation. The physician elected to hospitalize the patient for product explant and replacement. All electrical measurements were within range and stable post new device implant; no resulting adverse patient effects were reported. The explanted device is expected to be returned for laboratory analysis.